Event description:
Customer reported that while pipetting an hcv plate on summit, it was reported that not enough sample or reagent was dispensed at position e6 or f6 of the microwell plate, and no error was generated. No death or serious injury was associated with this incident.